Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Reportedly, the customer declined to provide any additional information to tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.